Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator exhibited oversensing of what may have been atrial flutter while programmed to the alternate vector. A boston scientific technical services (ts) consultant reviewed device data and suggested troubleshooting options. The field representative reported that, in the primary vector, noise had been reproducible with arm movement. At a follow-up appointment, low-level noise was found in all vectors but it was reported no shock therapy had been delivered due to the noise. The device was temporarily programmed off until the device and electrode placement could be checked. No adverse patient effects were reported. This device remains in service.